Event description:
Event description boston scientific received information that one day post implant loss of capture was noted on the electrogram with normal lead measurements. However, a rhythm strip faxed to technical services for review, revealed ventricular oversensing with inhibition of pacing. No adverse patient effects were noted.

Event description:
It was noted that the inhibition of pacing led to asystole greater than two seconds.